Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Ketoacidosis on (B)(6) 2014 with a blood glucose level of 300 mg/dl. The customer was treated for their blood glucose with insulin drip and food. The customer wanted to report a button error that occurred two years prior. The caller stated that the customer experienced high blood glucose for days leading to the hospitalization. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.